Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation degradation at 4.5 cm from connector pin.

Event description:
This report is to advise of an event observed during analysis.